Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the pump and catheter were non-functioning. The system was explanted on (B)(6) 2014. The pump was being used to deliver lioresal. No rotor study or dye study had been performed. No patient harm was reported. The patient recovered, after device removal, without sequela. The pump and catheter were returned on (B)(6) 2015. Additional follow-up is being conducted. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis of the catheter found that the coring of the sutureless connecter had tears/cuts in the seal. There was no leak seen in the lab and there was no leak allegation. Analysis of the pump found no anomalies. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.